Event description:
Overed with bone, ridge augmentation was performed at time of surgery and immediate extraction site. Patient presented with inadequate bone quality / quantity. The device was forwarded to the manufacturer for investigation. The patient experienced the following at the time of event: mobility. No further patient complications were reported.